Manufacturer narrative:
Method: device history review and device inspection. Results: device history review indicated all devices accepted into final stock met specifications. Visual inspection indicated the returned part was examined and the part was confirmed to have a one of three castle teeth fractured off. The fractured piece was returned. The fracture appeared to have originated in the inside of the tightener at a sharp edge. Conclusion: the root causes of the fracture is unknown and multifactoral and there was no defects found with the instrument (normal wear).

Event description:
It was reported that; on (B)(6) 2015, oasys surgery was performed for fracture of c2 dens. C1 and c3 were fixed with screws. Cross connector was attached on c1 screw head. When surgeon tightened the second nut of the connector, the nut tightener was broken. Because just 3nm was applied, the surgeon finished the surgery as it is. The fracture parts was all removed from the patient. After the surgery, it was hard to remove the nut tightener from torque wrench. There was a possibility to not be removed.